Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the routine check-up that cardiosave intra-aortic balloon pump (iabp) the balloon has not worked. It would not inflate. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) diagnosed the device by finding traces of blood in the pim, causing a leak. Pneumatic module assy ((B)(6)) was replaced and the equipment was checked for proper operation. Suitable for use.

Event description:
N/a.